Manufacturer narrative:
Review of the device history record confirms that the pump was tested and met its specifications at the time it was shipped from animas. The pump has not yet been returned to animas. We expect to receive it shortly. When it is received, it will be evaluated. When the evaluation is completed, the results of the evaluation and any changes those results might make to this report will be provided in a supplemental report. (B)(4).

Event description:
User notes that pump does not always provide sound when it is supposed to.